Event description:
It was reported that pt presented with oversensing and inappropriate therapy. Device was removed from service. No patient complications have been reported as a result of this event.